Event description:
Patients are abraded from use of the chloraprep one step antiseptic sponge used to cleanse the arm prior to starting an IV. Left antecubital area noted bright red with abraded streaks where the plastic ampule inside the one step scraped the patient's skin. While dong the prep, the area did not turn red, but after the dressing was applied and the chlorhexidine gluconate (chg) had sat on the skin for a few seconds, it turned bright red and showed the "cuts". IV was discontinued and restarted elsewhere using a different skin prep. Area "calmed" down after opened to air and nearly cleared up by the time patient was discharged after case. After the IV was restarted, patient commented that the first one (injury site) felt like sandpaper when the nurse was cleansing the skin.what was the original intended procedure?fistual exam under anesthesia with probable I&d.